Manufacturer narrative:
Physio-control further determined that the cause of the reported issue was the digital pcb assembly; however, after extensive examination, the component level cause could not be determined.

Manufacturer narrative:
The customer was provided with a replacement device. Physio-control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on, despite having a battery with sufficient power installed. There was no patient use associated with the reported event.